Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR. : stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was damaged the entire length with stent struts squashed, overlapping and distorted. The stent had moved distally on the balloon over the distal markerband and bumper tip. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. Crimp markings were visible on the exposed proximal part of the balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 28-dec-2016. It was reported that crossing difficulties were encountered.   Vascular access was obtained via the right radial artery. The 85% stenosed, de novo target lesion was located in the moderately tortuous and mildly calcified bifurcation of the mid left anterior descending artery. After a 6f extra back-up guide catheter was advanced, a non-bsc guide wire crossed the lesion. Pre-dilation was performed using a 2x9mm balloon catheter. A 2.25 x 24 synergy¿ drug eluting stent was advanced but failed to cross the lesion despite adequate dilations. The device was removed and pre-dilatation was performed using with a 2x10 non compliant balloon catheter. The procedure was completed using with a 2.25x12mm promus premier drug eluting stent and post dilatation was performed using with a 2.5x8 non compliant balloon catheter at 14 atmospheres for 15 to 18 seconds of duration. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.